Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, neither a root cause nor a problem cause could be determined. However, it is presumed that the staff at the user facility may have had misunderstandings or insufficient understanding of the reprocessing methods. While olympus provides information on proper reprocessing methods according to the IFU upon request, the work conducted by individual staff members is not controlled by olympus. As a result, the specific cause of the event remains unknown. The event can be prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed, during the on-site visit. And they are as follows: the user facility had not been following reprocessing procedure and was not performing the correct brushing steps. As they were using channel opening brush of the bw-412t-single use combination cleaning brush to first brush the suction cylinder, then the biopsy port, then the suction connector on the scope connector. The user facility, then brushed the channels of the scope with cleaning brush of the bw-412t-single use combination cleaning brush. During the flushing steps, the user facility attached the mh-944-channel plug to the scope. The channel plug was removed from the basin of high level disinfection and placed on the scope that was submerged in detergent water. The channel plug was not properly rinsed. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus was informed, that during an onsite visit. The user facility staff was not properly brushing the scope, during reprocessing. No patient infections or injuries reported.